Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had to depress the wake button with extra force in order to activate the screen. There was no reported impact to the customer's blood glucose. Customer declined troubleshooting with tandem technical support.